Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that air bubbles formed while using a bd vacutainer(r) push button blood collection set during use. The following information was provided by the initial reporter: it is reported customer is experiencing air coming in to syringe. Verbiage received, - "syringe is letting air through".

Manufacturer narrative:
Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that air bubbles formed while using a bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter: it is reported customer is experiencing air coming in to syringe. Verbiage received, - "syringe is letting air through".